Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had several issues. Customer reported that the insulin pump had a failed battery test alarm, it vibrates without an alarm, insulin squirts out, and had a no delivery and motor error alarms. Customer¿s blood glucose was unknown at the time of incident. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.